Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No excessive no delivery error alarm or motor error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. However, the insulin had cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the customer experienced high blood glucose and she was on her way to the hospital. It was stated that the customer received motor error alarm and no delivery alarm during bolus the night before. They called and did troubleshooting and were advised the device was fine, but when waking up the morning of the call, her blood glucose value was over 900 mg/dl. The customer was taken to the hospital and blood glucose value at the time of admission was over 500 mg/dl. Spouse stated the customer was treated with insulin IV all day and would be admitted to the intensive care unit for probably 2 days. It was advised the insulin pump would be replaced and agreed to return the product for analysis.